Manufacturer narrative:
It was reported that the event occurred "a couple of years ago". The exact date is unknown.

Event description:
It was reported that the patient had issues with inserting a cleo 90 infusion set.